Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot number 64046, was returned and analyzed. Visual inspection of the balloon catheter showed the guide wire luer was cracked. Smart chip verification indicated the catheter was not used. The catheter passed electrical integrity test and the performance as per specification. In conclusion, the balloon catheter failed the returned product inspection due to the cracked guide wire luer. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.